Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.

Event description:
The customer observed (B)(6) results while using the prism (B)(4) assay. The customer provided the following data for the (B)(6) year old male donor: (B)(6) 2014: (B)(6). This donor generated (B)(6) results using the nat and biorad elisa methods. It was documented that the donor was vaccinated for (B)(6) at the age of 12. There was no impact to patient management reported.

Manufacturer narrative:
On october 23, 2014 it was identified that: the incorrect manufacturing location was documented in this manufacturer report. The report should have indicated it was being filed on an international product, list number 03a47, that has a similar product distributed in the us, list number 06d19, which has a different manufacturing location. A new manufacturer report (number 1415939-2014-00235) has been submitted and all further information will be documented under that MDR number. An evaluation is in-process.